Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring episode that appears to have been caused by an external procedure or electromagnetic interference. Pacing impedances at one of the possible vectors were low, out of range. This is common during emi episodes. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.